Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6)2023 per timestamp). No external power alarms consistent with a loss of ac power were active on (B)(6)2023 from 22:34:26 ¿ 22:34:52. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. An additional no external power alarm consistent with a loss of ac power was active on (B)(6)2023 from 06:46:38 ¿ 06:51:34. This alarm was stated to have been caused by the patient disconnecting the ac power cord from the outlet. The backup battery was able to provide power to the system during the event. The alarms cleared once the controller was reconnected to power. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6)2023 stated that the mpu has a v-lock connector. The alarms were caused by the user pulling the ac power cord from the outlet to bring it to the appointment. The cable was not disconnected from the back of the unit, nor were there any environmental circumstances that triggered the alarms. No products were exchanged, and no products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had two no external power alarms on (B)(6)2023. The patient admitted to pulling their mobile power unit (mpu) out of the wall in order to bring to their appointment before connecting to battery power. On (B)(6)2023 the patient noted that they would get "connect power" alarms even though they were connected to power. The event log captured a couple instances of low voltage hazards/no external power events on (B)(6)2023 at 22:34 and on (B)(6)2023 at 06:46 while connected to the mpu. Otherwise, the device operated as intended. It was noted that the mpu had a v-lock connector.